Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Jul 13, 2017: litigation received. Litigation alleges corrosion and friction wear to have caused amounts of toxic cobalt-chromium metal debris, pain, limited mobility, and discomfort. There is no report of revision at this time. No part and lot information provided. This complaint was updated on: aug 4, 2017.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4) investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: jul 13, 2017: litigation received. Litigation alleges corrosion and friction wear to have caused amounts of toxic cobalt-chromium metal debris, pain, limited mobility, and discomfort. There is no report of revision at this time. No part and lot information provided. This complaint was updated on: aug 4, 2017. Update nov 09, 2017: pfs and medical records received. In addition to what were previously alleged, pfs also alleges mobility restrictions and bursitis. Added hip acetabular cup implant. After review of medical records, product information was provided. Added new complainant information. This complaint was updated on: nov 20, 2017.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs also alleges mobility restrictions and bursitis.